Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during a supraventricular tachycardia (svt) with aberrancy resulting in delivery of several inappropriate shocks. The patient was conscious at the time of therapy delivery and was noted to be traumatized. Tachycardia therapy was programmed off and the patient was admitted to the hospital. The physician was considering potential explant of the s-ICD and replacement with a transvenous implantable cardioverter defibrillator (ICD) system if no programming options were available. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during a supraventricular tachycardia (svt) with aberrancy resulting in delivery of several inappropriate shocks. The patient was conscious at the time of therapy delivery and was noted to be traumatized. Tachycardia therapy was programmed off and the patient was admitted to the hospital. The physician was considering potential explant of the s-ICD and replacement with a transvenous implantable cardioverter defibrillator (ICD) system if no programming options were available. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was discharged from the hospital against medical advice. The physician plans to explant this device and implant a transvenous ICD system. To date, no procedures have been planned or undertaken. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during a supraventricular tachycardia (svt) with aberrancy resulting in delivery of several inappropriate shocks. The patient was conscious at the time of therapy delivery and was noted to be traumatized. Tachycardia therapy was programmed off and the patient was admitted to the hospital. The physician was considering potential explant of the s-ICD and replacement with a transvenous implantable cardioverter defibrillator (ICD) system if no programming options were available. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was discharged from the hospital against medical advice. The physician plans to explant this device and implant a transvenous ICD system. To date, no procedures have been planned or undertaken. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the inappropriate shock is a known inherent risk with use of this product. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.